Event description:
This is filed to report the suspected tissue damage. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The left and right atrium were dilated. The posterior mitral valve leaflet was tethered and there was a flail on the anterior mitral leaflet. Two clips were implanted reducing mr to 2. A third clip was advanced to further reduce the lateral mr. Echocardiogram was massively reduced. Grasping the leaflets was difficult due to the anatomy, imaging and due to the prior implanted clips. The clip was able to be placed and mr was reduced to 1. However, after clip deployment mr was at grade 3. The clip may not have had sufficient posterior leaflet captured. Tissue damage or leaflet injury is suspected. The clip remained secure on the leaflets. No additional clips were implanted. Mr was reduced to 3. No additional information was provided.

Manufacturer narrative:
The clip remains implanted. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the difficult leaflet grasping appears to be due to a combination of procedural conditions and challenging patient anatomy. The reported poor imaging is due to challenging patient anatomy. A cause for the reported tissue injury could not be determined. Additionally, the reported patient effect of unspecified tissue damage is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
A2: added patient age. A3: added patient gender. A4: added patient weight. B5: added patient ID, and additional information. G2: added report source: study.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: (B)(4). On (B)(6) 2021, the patient had an access site complication, a hematoma was observed in the right groin. No treatment was required, the hematoma resolved on (B)(6) 2021. No additional information was provided.